Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported th customer received a motor error alarm. The customer stated the alarm occurred when she attempted to screw in the infusion set and reservoir. The customer also reported having difficulty with screwing in her reservoir. The customer's blood glucose was unknown. Customer will be returning their insulin pump. No additional information provided.